Event description:
It was reported that the patient was hospitalized when a code was called for ventricular tachycardia. The patient was treated with external defibrillation after what the physician described as no therapy delivered by the device. The patient continued to arrest and passed away. Device interrogation showed the patient either was under detection interval or the detection was withheld due to stability and onset programming. It was also noted once the detection criteria was met the patient was treated by the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 693565, implanted: (B)(6) 2012. (B)(4).